Event description:
It was reported by the customer "dvt and numerous superficial venous throbuses, one extending from tip of midline catheter after concentrated pressors were ran through midline for multiple days." Additional information: midline placed on patient on (B)(6). Pressors, concentrated pressors were run through midline for multiple days. Venous duplex on (B)(6) revealed dvt and numerous superficial venous thrombuses, one extending from tip of midline catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.